Event description:
It was reported that right ventricular (rv) lead thresholds had risen into a high range and that r-wave amplitude had decreased. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted (B)(6) 2004; 5076-52 lead, implanted: (B)(6) 2004. (B)(4).